Manufacturer narrative:
Missing UDI numer was added.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). All citadel beds are equipped with folding split side rails with integrated bed controls. There are four plastic side rails on the bed, head, and foot one on each side of the bed. Each of them has a control panel built-in which allows user to operate some of the bed electrical functions. In order to lower the side rail, it is necessary to hold side rail handle, pull the blue release lever and lower the side rail, holding it until it is completely lowered. The side rail folds down next to the deck. In order to raise the side rail, it is necessary to hold the side rail handle, pull the split side rail up until it locks in the raised position. The head end and foot end side rails operate the same way. On 2017-aug-15 arjohuntleigh was initially notified about an incident with regards to citadel plus bed. In the received complaint, it was reported that a bariatric patient was using a side rail as leverage leaning on it, what ended up cracking the rail at the seam. Once the nurses heard some cracking, the patient took his hand off immediately. There was no injury sustained, no adverse event occurred. After the incident, the bed was put on quarantine. Afterwards the device was evaluated at the customer facility by arjohuntleigh representative and the inspection revealed that despite the safety side being broken the overall condition of the device was found to be good. The device in question was a part of the rental fleet, and was not under arjohuntleigh service contract. Last preventive maintenance was performed on 2017-jul-26. Based on the information provided and technician's opinion it appears the most likely that the patient put his considerable weight on the side rail leaning on it, leading to the side support seam to be cracked. 100% manufactured beds are checked on the inspection gate to verify the required product specifications and check whether the acceptance performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. It needs to be emphasized that citadel patient care system meets the requirements of standard en 60601-2-52 for medical devices, according to which: "side rail latched/locks shall remain secure when subjected to the forces of normal use" "side rail shall be designed to withstand the forces applied during reasonably foreseeable misuse over the product life cycle without creating an unacceptable risk. To ensure the safety of our products the instruction for use provided together with the involved device (831. 374 rev. B dated december 2015) includes the following information and warnings: warning: "to make sure the patient can use the bed safely, their age and condition should be assessed by clinically-qualified person" warning: " (...) Make sure the bed frame has side rails and that all side rails are fully engaged in their full upright and locked position", information: "to minimize the risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended", information: "caregiver should always aid patient in exiting the bed. Make sure a capable patient knows to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency", information: "whether and how to use side rails or restraints is a decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail / resistant use (including entrapment and patient falls from bed) in conjunction with individual patient needs, and should discuss use or non-use with the patient and / or family. Consider not only the clinical and other needs of the patient but also the risks of fatal or serious injury from falling out of bed and from patient entrapment in or around the side rails (...)", what is more, IFU indicates the minimum recommended level of preventive maintenance. Check operation of side rails should be completed by caregiver every day. The procedure must be carried out by suitably trained and qualified personnel. All citadel plus beds are compliance with the iec 60601-2-52 standard, clause 201.9.8.3.3.3 which requires to verify side rail strength and latch reliability exerting a force of 750n on the uppermost part of the side rail in the vertical direction of the side rail repeating it for 3000 cycles. As the patient lying on the bed was bariatric the weight he applied while leaning on the safety side could exceed the 75kg. From stress calculation and laboratory analyses, we can conclude that the citadel plus is a safe product within intended use, and even within reasonable foreseeable misuse. In the face of the evidence gathered, it would appear to be highly unlikely that the bed safety side rail could become damaged to such an extent that the device were to become unsafe, as an unreasonable degree of abuse is required for this to occur. In summary, although no adverse event occurred the complaint was decided to be reportable in abundance of caution as the patient's weight applied on the safety side could potentially lead to the safety side collapse resulting in patient's fall. With the amount of sold devices on the market, the complaint ratio for reportable complaints with this failure is considered to be low. The device was being used for patient care at the time of the incident. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were able to determine that user leaning on the safety side contributed to the malfunction occurrence.

Event description:
On (B)(6) 2017 arjohuntleigh was initially notified about the incident with regards to citadel plus bed. In the received complaint, it was reported that a bariatric patient was using a side rail as leverage or was leaning on it, what ended up cracking the rail at the seam. Once the nurses heard some cracking, the patient took his hand off immediately. There was no injury sustained, no adverse event occurred.